Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that five of the sensors had connection issues with the transmitter. Some of the sensors were missing their electrodes. The sensors were not returned for analysis.